Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. The field service engineer (fse) identified that enhance half height drawers 2.1 and 2.2 were off the bus. After opening the back panel, the fse observed that the data light on the pyxibus module board for drawer 2.2 was blinking instead of remaining solid. The station was powered off, after which the fse replaced the damaged retractor band and reseated the row board cable. The drawer was then tested in diagnostics, followed by customer testing, both of which confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed to open and could not fix it. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.